Event description:
It was reported that an asymptomatic patient presented for device upgrade procedure. During implant, the left ventricular lead exhibited loss of capture in all configurations. During the attempt to reposition, the lead dissected the coronary sinus. The patient developed a cardiac tamponade; a pericardiocentesis was successfully performed. The lead was removed and the procedure was aborted.

Manufacturer narrative:
.